Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a gradual onset of shocking in the chest area from their implantable neurostimulator (ins). When the patient first got the shocking it was severe and was ¿at a low modulation¿ and would go away. They also noted that the shocking occurred suddenly and went into the chest wall. They could not breathe and almost drop to their knees. The patient was ¿zapped¿ last weekend when they were packing up some dishes. When they would reach forward with their right hand they could imitate the exact thing. They would later feel exhausted and did not want to move for an hour. The patient noted that they had not been doing anything out of the ordinary although they noted that a coast guard festival was in town. It was noted that the issue had been going on since implant of the ins but had gotten worse within the last month and had continued. The patient stated that every time they got a shock they would turn it off and that it goes away when they turned it back on they got the shocking in the chest. The shocking issue did not occur when the device was off. The ins was located between the patient¿s bra straps. The patient stated that they had pain from shingles so they had a neuropathy from it and when the device was functioning it was ¿amazing.¿ the indications for use of the implanted device were noted as non-malignant pain and intercostal neuralgia. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there were no falls or trauma reported associated with the issue. If additional information is received, a follow-up report will be sent.